Event description:
It was reported that the device interfered with aneasthetic unit (the heart monitor display on the ECG unit used by the anaesthetist was interrupted by the use of the handpiece). Another handpiece was then tried and did not interfere.